Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user reported a hypoglycemic event with no alert from the system due to inaccuracy in sensor readings. The user reported sg of 97 mg/dl and bg of 57 mg/dl which was confirmed after dms review.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2024, at 8:01pm while the measured bg was in the normal range. In an associated complaint of sensor inaccuracy, it was determined that there was some variation in the sensor values, which may be due to the early wear period, where the sensor was still stabilizing after insertion. The user did not seek medical attention for the hypoglycemia event and was able to resolve the event by himself. The current system performance is within expectations, and the user is currently using the system with up-to-date glucose information. No further resolution was found necessary for this complaint. Date of this report updated to 05 april 2024. Date received by manufacturer updated to 05 april 2024. Device evaluated by manufacturer? Yes.